Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was returned to the manufacturing site for review, it consisted of one used catheter for the product ID 8888119362 with two stylets and an original label. The catheter showed signs of use (blood residue). Visual inspection was performed and revealed that the stylet was broken inside the catheter and the other stylet was received without any problem. In order to confirm the defect reported, the stylet was removed from the catheter and dimensional testing was performed and resulted in measurements being within specification. Additionally, a guide wire and a stylet were passed through both extensions to verify any occlusion in the catheter; as a result the guide wire and the stylet passed easily through the extensions. According to procedure manufacturing performs 100% leak and occlusion testing in order to confirm if any material obstructs the tubing or if the slots were blocked. According to the visual evaluation the catheter did not reveal any problem related to the reported condition. Based on the sample evaluation, the stylet and the catheter showed signs of customer manipulation. The stylet was received broken in two sections which implied there were attempts to introduce the stylet and a force was applied to manipulate; therefore this could cause the event reported. Based on the available information, it can be concluded that the product was manufactured according to specification and the most probable root cause can be considered use of excessive force or incorrect technique applied. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter and the investigation found the stylet was broken. The customer reports the that the stylet was stuck.